Event description:
Customer alleged blackened connector pin on inform system meter. Customer states that meter and base are docked while still wet with cleaning solution. No adverse events were reported in connection with this report. Replacement sent; return requested.